Event description:
It was reported that the device began overheating at the beginning of an oral surgery. There was no reported patient or user injury, and the procedure was completed successfully with another device.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the impaction drill, and a follow-up report will be submitted once that investigation is complete.